Manufacturer narrative:
Manufacturer's investigation conclusion: the report of screws missing from a prior clamshell repair was confirmed through an onsite evaluation performed by an abbott representative. Additionally, superficial damage of the driveline silicone jacket was confirmed through an onsite evaluation performed by an abbott representative, as well as the evaluation of the submitted photographs. A specific cause for the missing screws and superficial jacket damage could not be conclusively determined through this investigation. On 25sep2020, a clamshell repair was performed. The previous clamshell was removed and a new one was applied. Rescue tape was also applied to the driveline from the clamshell to approximately 4¿ from the controller connector. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. Heartmate ii lvas patient handbook is also currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii lvas patient handbook and the heartmate ii lvas IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 21feb2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Associated manufacturer's report numbers: 2916596-2020-04887. It was reported that the patient has almost their entire driveline covered in rescue tape (MFR # 2916596-2019-05906), but it was decided to not splice the patient's wires, etc. Because the patient had no alarms. The patient came to the clinic on (B)(6) 2020 with the coating peeled off of his black battery lead. The vad coordinator needed assistance to change out the controller as the patient has a clamshell at entrance of the driveline to the controller and has taped over that because the patient felt it ¿loose¿ and possibly has a screw missing. A technical services (ts) representative was contacted and a clamshell repair was scheduled for (B)(6) 2020. Additional information received on 25sep2020 confirmed that technical services representative performed a clamshell repair. Upon his arrival, it was found that the original clamshell was wrapped with tape by the patient. Technical service personnel removed the tape and original clamshell without any issues, however he did find that the original clamshell was missing 4 screws. The new clamshell was installed without issue and the outer jacket of the patient's driveline was wrapped with rescue/fusion tape approximately 4 inches from the clamshell. Pictures of the repair, including the patient's controller ((B)(4)) with the damaged black power lead (exposed wires) were provided.